Event description:
It was reported that there was a suspected lead fracture with the atrial lead. The lead was capped in 2005 and entirely removed in 2011. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled and breached cut, had a white substance on it and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.